Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a possible infection. Culture results for infection showed no growth; however, the wound did not heal properly and the device was removed. After the explant, the patient was hospitalized due to sepsis and required kidney dialysis. The patient has now recovered without sequelae and wants to be re-implanted in the future.